Event description:
It was reported that the patient had a suspected transient ischemic attack (tia) and a thrombus. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. 233 days post index procedure, the patient had a suspected tia. Transesophageal echocardiogram (tee) revealed a device related thrombus on the watchman device. Additional medication was administered to treat the event. A follow-up tee will be conducted in 3 months.